Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI: (B)(4). The lot number is not currently available. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary: the complaint device was received and inspected. It was observed that the metal disc was broken at the weld point between the drill collar and the drill. This complaint failure can be confirmed. Excess striation on the drill shaft and collar components indicate the drill bit was heavily used, as it is a reusable instrument. The broken weld failure could be due to the device being dropped/mishandled could have caused the weld to fail. The lot number was unknown therefore the age of the device cannot be determined. Furthermore, no lot number was supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep via phone that during a shoulder repair procedure the customer's gryphon drill bit broke into two separate pieces at the proximal end of the drill bit near the handle, outside of the patient, once the surgeon began drilling. No metal shavings were created or fell into the patient. The sales rep stated that the patient did not likely have any abnormal bone density. The case was completed with another like-device with no patient harm, but a delay of less than five minutes to grab another device. The sales rep was not present for the case and could not provide any additional information. The sales rep could not provide a lot number. There was a delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.